Event description:
It has been reported to philips that the azurion 7 b20 system would not boot up. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint. The touch screen module was replaced and the device was returned back to functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system would not boot up. Review of the log file showed control network is nit ok. Upon trouble shooting, the fse found the issue with touchscreen module (tsm). To resolve this issue fse replaced the tsm. After replacement of tsm the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.